Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion details are unknown. The 3.5x15mm nc quantum apex balloon catheter was advanced to the lesion. Inflation was performed several times and during an unknown inflation, the balloon ruptured at an unknown pressure. The procedure was completed with a another of the same device. There were no patient complications reported and the patient's status is good.